Event description:
Caller reported a cartridge alarm, specifically alarm 30, but this did not cause the customer's blood glucose level to exceed 500 mg/dl, hence there was no adverse impact. The customer will continue to use the current pump until a replacement, which will have updated software, is received. Technical support confirmed the shipping address, provided instructions for storage mode, and advised on steps to take upon receipt of the new pump. The problematic pump is to be returned to tandem, with the customer understanding and acknowledging all instructions.